Event description:
Balloon ruptured circumferentially during a 2nd inflation at 1-2 atm. All fragments successfully retrieved with no complications. Patient did well post procedure. B. Braun rep notified.